Event description:
Information was received that during use of this smiths medical medfusion 4000 pump, the pump exhibited "biomed error: depleted battery" alarm and stopped delivering the medication (epi drip at 0.03 mcg/kgmin, fentanyl drip at 1 mcg/kg/hr, and a flush at 1ml/hr). It was reported that this event occurred when the nurse unplugged the syringe pumps to ready the patient for the upcoming trip to the or and during this time the patient's blood pressure decreased significantly due to the interruption in continuous epi. It was reported that the nurse moved the epinephrine syringe to a different pump and quickly programmed it to ordered dose of 0.03 mcg/kg/min and epi drip was increased progressively all the way to 0.1mcg/kg/min, milrinone gtt was temporarily turned off, and precedex paused in effort to minimize the disruption in medication delivery. Reported that within 30 minutes, the patient's blood pressure stabilized, and drips were able to be titrated back to prescribed doses. No additional adverse effects were reported.

Manufacturer narrative:
H10: information was received on 5-feb-2021 indicating that there was no harm to the patient.